Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system (hl-390) was returned for investigation in used condition. Visual inspection revealed a blank lcd and a bent micro switch. The investigator subsequently filled the tank with water, plugged in the line cord, and turned on the power switch. The customer reported product problem (low level alarm) was confirmed during testing. The product problem occurred because the faulty float switch did not alarm when it should have. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The following components were replaced: float switchm pcb and micro switch. Preventative maintenance was then performed. The device subsequently passed functional testing.

Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer had a low level alarm. No adverse patient effects were reported.